Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the safety test with high ground resistance. There was no patient involvement and no patient harm.

Manufacturer narrative:
No product was returned for analysis. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the available information, the reported issue could not be confirmed and no root cause could be found. No actions have been taken.